Event description:
It was reported that the device was used during a laparoscopic appendectomy procedure. The pt had complications and a second open procedure was performed. Bleeding was found at the staple line where the surgeon had stapled the meso appendix. Bleeding was controlled with suture. The pt was later released.